Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: no defect was found. The last bolus delivery was a 0.80u ezbg normal bolus on (B)(6) 2017 at 14:00. The last basal delivery was on (B)(6) 2017. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. . No delivery interruptions or alarms occurred during the investigation. Testing was unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter, the patient¿s endocrinologist, contacted the distributor and alleged that the pump was not delivering insulin properly. Reporter believes the pump was cause of a hypoglycemic seizure on (B)(6) 2017. On that morning the patient had elevated bg. At noon, the bg was 9.2mmol/l and patient received a 2.15unit bolus. At 2:40: pm, bg was 6.2mmol/l. About 4:30 p.m., the patient experienced a hypoglycemic seizure and an ambulance was called. The patient had sensed the hypoglycemia and eaten some candy before the seizure. When the ambulance arrived, bg was 2.5mmol/l. The patient was transported to the hospital and remained there until (B)(6) 2017. The pump remained connected during the hospitalization. Since that time, the patient has continued to experience elevated bgs, despite performing site/cartridge changes every day or two. The patient reports no increased activity no illness or infection. On (B)(6 )2017, the patient noted that during the site change, it took about 3 times longer than normal for the piston to unwind, and it did not sound normal. The patient no longer trusts the pump, and the endocrinologist believes the pump over-delivered insulin on the day of the seizure. During troubleshooting, it was noted that the patient does not routinely change sites or cartridges per IFU, but only when bgs begin to rise or insulin has run out, as patient has great difficulty inserting cannulae. Diabetes educator is aware of this practice, and has not noted any site infection or kinked cannulae. This complaint is being reported as the patient experienced hypoglycemia and due to the allegation of inaccurate delivery.